Manufacturer narrative:
Fluid overload clinical conclusion: there is a possible causal relationship between the event of fluid overload, abdominal pain and distension and pd therapy with the liberty select cycler. In the initial report, the patient was unable to lock the cassette and close the cassette door. A replacement cycler was required and per the patient he didn¿t complete treatment for 2 days, although he did do manuals in the hospital. It is unknown if manual exchanges were tried at home prior to hospitalization. There is a temporal relationship between the diagnosis of peritonitis and the liberty select cycler with cycler set. Per the pdrn there was no breach in aseptic technique and the culture did not result in growth. There is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Based on the available information, a cause of the patient¿s fluid volume overload, abdominal pain and peritonitis cannot be definitively concluded. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that he was unable to complete pd therapy on the cycler resulting in an infection and an overfill. The patient was hospitalized and completed manuals at the hospital. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). It was confirmed that the patient was hospitalized on (B)(6) 2018 for fluid volume overload, abdominal pain and distention. The patient was subsequently diagnosed that day with peritonitis. The patient¿s white blood cell (wbc) count was elevated (unknown values) however, the pd effluent culture resulted negative with no growth. The patient was treated/prescribed vancomycin and ceftazidime (route, dose, frequency and duration unknown). The patient completed manuals at the hospital. Per the pdrn there was no breach in aseptic technique and the patient was not constipated. It is unknown if the patient continued pd therapy during hospitalization or if any fresenius products were utilized. No further details were given about the hospital course and the patient was discharged on (B)(6) 2018. Additional information was solicited.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.